Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator caused abdominal cavity pressure drops during surgery. It was not specified how or if the procedure was completed. There was no patient injury or medical intervention associated with this event.